Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9 - date returned to mfg: 8/1/2025. One device was returned for analysis. Visual inspection found a torn (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was a worn/defective(dso) downstream occlusion seal. As a preventive measure, the downstream occlusion seal was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.